Event description:
It was reported that a m.blue plus sys w/control reservoir (#fx824t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 57 years. Height: 170 centimeters. Weight: 120 kilograms. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damages were determined. Permeability test: a permeability test has indicated that the control reservoir has a blockage and the m.blue and progav 2.0 are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position and the m.blue is tested in both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in both positions. Also, the progav 2.0 operates within the accepted tolerance. Adjustment test: the m. Blue and the progav 2.0 were tested and both of them are adjustable throughout the normal range. Braking force and brake function test: the brake functionality test of the two valves has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found. Results: based on our investigation results, we can determine a blockage on the cr. The valves show deposits, which did not affect the functional properties during the examination. Organic deposits in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.